Event description:
It was reported that tandem mobi pump issued cartridge alarm during insulin therapy, and support staff confirmed cartridge alarm 30 that did not occur during the loading process and had not been previously reported for this pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove cartridge from pump and deliver 9-unit bolus, which completed successfully, and was then able to reload original cartridge, resume insulin therapy, and resolve issue with support guidance.